Event description:
It was reported that while discontinuing a propofol infusion and removing the infusion line it was alleged the safety clamp did not engage. As a result, the patient received a bolus of propofol. The patient had a drop in blood pressure. The currently infusing levophed was the reportedly increased from 6mcg/min to 8mcg/min to address the drop in blood pressure.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.